Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint of a broken cable. The pcs was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause for the broken pitch cable was found to be a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the pcs instrument (part# 470184-13/ lot# n10190715 0013) associated with this event has been performed. Per logs, the pcs was last used for a procedure on (B)(6) 2021 using system sk0739. The instrument had 8 remaining usable lives with no subsequent use recorded. The permanent cautery spatula (pcs) is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires on the wrist of the permanent cautery spatula seemed to be broken. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.